Manufacturer narrative:
H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd connecta¿ stopcock with extension set air entered the line from the stopcock. There was no report of patient impact. The following information was provided by the initial reporter: staff nurse discovered there was air in the line and felt air was leaking from stopcock.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 17-jul-2023. H.6. Investigation summary: it was reported there was air in the line and air was leaking from stopcock. To aid in the investigation one physical sample was received for evaluation by our quality team. A visual and functional inspection was performed by introducing water into the device and no air bubbles were detected. A device history record review was completed for provided material number 394971, lot 2335432. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Maintenance records were also evaluated, and no problems were found. Based on the investigation, bd was not able to confirm the customer¿s indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd connecta¿ stopcock with extension set air entered the line from the stopcock. There was no report of patient impact. The following information was provided by the initial reporter: staff nurse discovered there was air in the line and felt air was leaking from stopcock.